Manufacturer narrative:
(B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted, concurrently with transvaginal hysterectomy, urethropexy, cystoscopy, modified anterior repair and suspension fixation for vaginal cuff due to sui, grade 3 uterine prolapsed and grade 2 cystocele. It was reported that following insertion the patient experienced voiding dysfunction, urinary hesitancy, need for self catheterization, recurrent cystocele, recurrent sui, urinary frequency, incomplete emptying, pelvic pain, vaginal bleeding, recurrent infections, fecal incontinence, rectocele, perineocele and calcification of mesh. It was reported that patient was hospitalized for a rectocele and a posterior colporrhaphy procedure on (B)(6) 2009. It was reported that patient was taken back to the or for a drop in hemoglobin during original hospital stay (date not clarified), where a retroperitoneal bleed was found. No additional information was provided.

Manufacturer narrative:
(B)(4)

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.